Event description:
It was reported that customer is experiencing low blood glucose levels. Customer stated that he may have over-bolused from the insulin pump. Customer's blood glucose reading was 47 mg/dl. Customer declined to troubleshoot for low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.